Event description:
It was reported that during right ventricular lead revision, the physician noted that the atrial lead exhibited an insulation anomaly at the proximal end. The physician suspected that the patient may have been twiddling the device creating tension, which may have led to the insulation anomaly. The lead was explanted successfully.

Manufacturer narrative:
.